Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history record for lot 14ke45 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The returned sample was 100% visually inspected using magnification lens. The sample appeared to be in a good condition except that the balloon was split. Closer examination on the split balloon area under dino-lite revealed scratch marks near the tear region. Any defective raw balloon will be culled out before being sent to the next process. After assembly, all foley catheters are then subjected to leak test. Products that pass this test will be subjected to the next process. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the split area had initiated the tear, due to contact with sharp or pointed object. Therefore, we could not confirm this complaint, as stated.

Event description:
Alleged event: the nurse inserted the catheter, when balloon was inflated, it snapped. The patient's condition was reported as fine.

Event description:
Alleged event: the nurse inserted the catheter, when balloon was inflated, it snapped. The patient's condition was reported as fine.